Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer replaced broken drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure.the customer stated that the drawer 7s1 auxiliary drawer 6.1 will not open all the way and must be forced closed causing a delay in dispensing medications to patient.there were no adverse events or injuries reported based on this event.